Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to pain and the inability to walk.

Manufacturer narrative:
Concomitant medical product(s): item # 00801803214, femoral head, lot # 62216701; item # 00875705001, cup, lot # 62191143; item # 00625006530, bone screw, lot # 62211397; item # 00408801206, femoral stem, lot # 61932603. Report source: attorney. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2016-03759, 0002648920-2018-00219.

Event description:
It was reported that a patient underwent a revision surgery approximately 2 years post implantation due to pain. Postoperative diagnosis was anterior poly liner wear with mild trunnionosis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00419.

Manufacturer narrative:
Product was not returned so no product evaluation could be conducted. Part and lot number are required to review device history records and neither were provided. This device was used for treatment. Unable to perform a compatibility check based on provided information. Generic complaint history review was performed as part/lot number was not provided. Risk assessment could not be done due to insufficient information. No medical records were received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.